Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced fan and power supply to resolve the issue. The system was verified and ready to use. Isi has received the power supply associated with this complaint and completed investigations. In logs, no data was found to indicate that the fault had occurred. Visual inspection: no issue was found that is related to the report issue. The power supply was installed onto a golden system (is 4000) where the failure not power on indicating fault on the power supply, replicating the reported event.

Event description:
It was reported that prior to start of da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report the second console did not power up. Tse reviewed artemis and couldn't see the console connected. Tse had the customer cycle the circuit breaker on and off and still no power. The customer had the power cord plugged into an outlet that other things were plugged into and they had power. Tse had her change outlets with the power cord and still no power. Power button was not lighting up and no fans are heard. The customer will do the case with the other console. The procedure was completed with no reported injury.